Event description:
The manufacturer received information alleging a ventilator service required had occurred on a trilogy evo o2 device. There was no patient involvement when this issue occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during a preliminary evaluation. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes for the oxygen flow stuck, oxygen proportional stuck, and oxygen blending module (obm) valve failure, along with two more system errors (model number obm module mismatch and fan failure) were found in the device log. The device investigation has not yet been completed. A final report will be filed once the investigation has been completed.